Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Per the patient profile form (ppf), the device is unable to be retrieved; however, no known retrieval attempt has been made. Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis and pulmonary embolism. The filter was deployed via right femoral vein. It was successfully deployed in the infrarenal location with the tip at the l2-l3 level. The patient tolerated the procedure and there were no immediate complications. Additional information received per the patient profile form (ppf) states that the patient continues to experience worry. It was reported that a patient underwent placement of trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to fractured of the inferior vena cava (ivc) filter and could not be retrieved, however there have been know documented attempts to retrieve the filter. The patient is also reported to have experienced anxiety. The indication for the filter implant was a history of deep vein thrombosis (dvt) on lovenox and now with bilateral pulmonary embolism (pe). The filter was placed via the right femoral vein and deployed in the infrarenal location with the tip at the l2-l3 level. The patient tolerated the procedure and there were no immediate complications. There is currently no additional information available for review. The product was not returned for analysis. The DHR could not be completed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter fracture could not be confirmed, and the exact causes could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the filter fracture is unknown. Anxiety does not represent a device malfunction and may be attributed to underlying patient specific issues. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to fractured of the inferior vena cava (ivc) filter. As a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to fractured of the inferior vena cava (ivc) filter. As a direct and proximate result of this malfunction, the patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Occupation: other, litigation paralegal. After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis and pulmonary embolism. The filter was deployed via right femoral vein. It was successfully deployed in the infrarenal location with the tip at the l2-l3 level. The patient tolerated the procedure and there were no immediate complications. Additional information received per the patient profile form (ppf) states that the patient continues to experience worry. Additional information is pending and will be submitted within 30 days of receipt.